Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The 90% stenotic lesion was located in the calcified left anterior descending (lad) coronary artery. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.